Event description:
Event was reported to caldera medical by an attorney. The patient has experienced inability to walk fast or run, inability to lift more than 10lbs, pain, inability to walk for a couple of months. No further information has been provided.